Manufacturer narrative:
Device evaluation: no product was returned for investigation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection had resolved on (B)(6)2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that green drainage was observed at the driveline exit site. Reportedly, blood cultures were positive for an unspecified microorganism; cultures of the driveline were negative. The patient¿s white blood cell count was 8.95 x 10^9 cells/l, temperature was 36.6f, heart rate was 90 beats/min, and respiratory rate was 20 breaths/min. The patient was given oral ciprofloxacin. The symptoms and drainage persisted, and the patient was given oral cefepime on an unspecified date for 1 day. No additional information was provided.